Event description:
The technician alleged the left head and right foot brake casters pivot while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the left head and right foot brake casters to resolve the issue.